Event description:
In 2008, the customer reported that the unit failed to discharge defibrillation therapy on the first attempt and succeeded on the second attempt, which could impact the delivery of therapy.

Manufacturer narrative:
In 2008, the customer reported that the unit failed to discharge defibrillation therapy on the first attempt and succeeded on the second attempt, which could impact the delivery of therapy. The following month, hospital the biomed reported that the user was using an exhausted battery for the initial discharge, then plugged the unit into ac for the second discharge.in the same month, the philips fse found no trouble with the unit. We will consider this to have been a user misunderstanding / maintenance issue.